Event description:
The customer stated that she was treated in the ER room for high blood glucose levels. No blood glucose reading was reported. The customer stated that she experienced high blood glucose levels for the past two days. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer did not have the tubing clamp to perform the high pressure test. The customer also stated that the back light no longer works. The customer and her dr both felt that the insulin pump should be replaced. Advised the customer that the insulin pump would be replaced per her dr's recommendation.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, prime, excessive no delivery and displacement tests. The insulin pump had no back light due to a faulty component.